Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of palpitations and high heart rate during the night. The leadless implantable pulse generator (ipg) was reprogrammed. The patient then complained of low heart rate during exercise. The ipg was reprogrammed again and remains in use. No further patient complications have been reported as a result of this event.